Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose alarm notifications using a similar configuration (pixel 2 xl, os 11, 2.8.4.9335) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue in use with the adc application using a realme 6 phone with an android operating system version 11; app version 2.8.4.9335. The customer indicated the low glucose alarm failed to trigger and customer experienced symptoms described as general weakness and convulsions and was given 2 doses of liquid glucose as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue in use with the adc application using a realme 6 phone with an android operating system version 11. The customer indicated the low glucose alarm failed to trigger and customer experienced symptoms described as general weakness and convulsions and was given 2 doses of liquid glucose as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.